Event description:
It was reported the pt's device was replaced due to an overdischarge. It was stated in (B)(6) 2010 that the pt "had not used their device in a couple of years," and could not communicate with the device. On (B)(6) 2010, the pt had their device replaced. Therapy was restored and the pt rated their pain "a 2 on a scale of 1 to 10." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).